Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush plunger pulled out of stopper. The following information was provided by the initial reporter: when trying to aspirate blood with the syringe, the plunger came out of the rubber stopper, so blood could not be aspirated. Risk of infection increases if several syringes are used.

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 4038360. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. The plunger rod showed no signs of damage, and it was possible to screw the plunger into the stopper with functionality intact. Based on the investigation results, a manufacturing related cause could not be determined for this incident. According to the information received, the syringe was used to aspirate blood. Posiflush sp syringes are intended to be used to clean only in-situ vascular access devices (vad) by flushing the saline through the catheter into the vien. Once done, the syringe must be disposed of since it is for single use only. Based on the feedback provided, the plunger came out of the stopper due to the force used when the syringe was used to aspirate. Therefore, it can be determined that the syringe was mis-used. We strongly recommend that the instructions for use (IFU) are closely followed in order to use the product in its intended way. At this time, further action has not been determined necessary.

Event description:
No additional information.